Event description:
It was reported following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed no complications and the patient was deemed appropriate for closure. There were no issues noted during deployment. Approximately 2 days later, the patient began to feel pain at the puncture site and returned to the hospital for a follow-up appointment. An ultrasound was performed, which revealed blood stagnation around the puncture site. No treatment recommendations were issued. On (B)(6) 2011 the patient returned to the hospital again for a follow-up visit. A CT scan was performed, which revealed a vessel occlusion at the puncture site. The patient underwent surgery. The complaint product used was from either lot number 3341202 or 3343487.

Manufacturer narrative:
The exact lot number was unknown; however the customer reported that the product was from one of two lots, 3341202 or 3343487. Review of the device history records confirmed the subject lots (3341202 and 3343487) both met manufacturing requirements prior to shipment. The manufacturing and use by/before date are as follows: lot 3341202: manufacturing date: 03/01/2011: use by/before date: 02/28/2012, lot 3343487: manufacturing date: 03/01/2011: use by/before date: 02/28/2012. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.